Event description:
It was reported that the surgeon had a patient present to him last week with pain in her left knee. This patient was a previous patient of his and had her knee revised on (B)(6) 2013. She had a triathlon knee which had been revised on the femoral side. The baseplate was a primary triathlon baseplate which had not been revised. The patient's most recent x-ray appeared to show a tibial insert possibly not locked into the tibial baseplate. Surgeon made the decision to revise her knee to determine the cause of her pain. Once inside the patient's left knee, surgeon determined the #3 9mm ps insert was loose and not engaged with the #3 baseplate's locking mechanism. After testing the other components, surgeon determined they were properly aligned and well fixed. He inserted a #3 11mm triathlon ps insert trial. He ran the knee through a range of motion and determined this was the proper size implant. He asked for a #3 9mm ps insert to be opened. He implanted the insert with the proper tibial insert impactor. He ran the knee through a range of motion and determined the insert had not fully seated and was up in the back. He wasted this insert and asked to have another #3 11mm ps insert opened, he tried again and was able to get this insert to properly engage the locking mechanism.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding revision due to dissociation of a triathlon ps tibial insert was reported. The event was confirmed. Inspection of the returned devices noted damages consistent with incomplete seating of the insert at the time of initial implantation. Material analysis found no evidence of material or manufacturing defects. Clinician review of the provided records concluded "the likely cause of the subluxated tibial insert in this case was failure to fully seat the insert at the primary revision surgery. As noted in the material analysis report, no manufacturing or material defects were noted on the explanted tibial insert." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The damages observed on the returned component indicate the likely root cause of the in-vivo dissociation to be incomplete seating of the tibial insert during the implantation procedure. Material analysis found no evidence of material or manufacturing defects on the returned component. If additional devices or information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon had a patient present to him last week with pain in her left knee. This patient was a previous patient of his and had her knee revised on (B)(6) 2013. She had a triathlon knee which had been revised on the femoral side. The baseplate was a primary triathlon baseplate which had not been revised. The patient's most recent x-ray appeared to show a tibial insert possibly not locked into the tibial baseplate. Surgeon made the decision to revise her knee to determine the cause of her pain. Once inside the patient's left knee, surgeon determined the #3 9mm ps insert was loose and not engaged with the #3 baseplate's locking mechanism. After testing the other components, surgeon determined they were properly aligned and well fixed. He inserted a #3 11mm triathlon ps insert trial. He ran the knee through a range of motion and determined this was the proper size implant. He asked for a #3 9mm ps insert to be opened. He implanted the insert with the proper tibial insert impactor. He ran the knee through a range of motion and determined the insert had not fully seated and was up in the back. He wasted this insert and asked to have another #3 11mm ps insert opened, he tried again and was able to get this insert to properly engage the locking mechanism.